Event description:
Patient felt burning in chest. Emergency medical system was called and patient was taken to the hospital (admission date: 2003; discharge date: 4 days later. Pt had a high blood glucose of 600 mg/dl, and was given "nitroglyceride" and an insulin drip. Patient also had low blood pressure. Doctor stated that high blood glucose had caused mini-stroke.